Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. The sample has been returned and the sample eval is currently underway. This is the only complaint reported to date for this mfg lot number.

Event description:
It was reported that a pta balloon dilatation catheter was allegedly leaking contrast into the subclavian vein during a procedure. The physician removed the device and a leak in the catheter where it connects to the balloon was observed. The device was advanced through a 7f x 7 cm introducer sheath over a .035" x 180 cm guide wire. Another device was used to complete the procedure. No pt injury.